Manufacturer narrative:
Sample is unavailable for evaluation. Without such evident to review, the complaint cannot be confirmed. If additional information is provided in the future, a follow-up report will be submitted.

Event description:
According to the notice received by way of a civil action complaint, the patient was prescribed and implanted with an option elite vena cava filter on or about (B)(6) 2014 by dr. (B)(6) at (B)(6) medical center inter-community campus in (B)(6). The complaint alleges there was perforation into organ and perforation abutting organ. The filter was not retrieved. Argon¿s attorneys are attempting to gather additional information.